Event description:
Edwards received information that a 21mm aortic bioprosthetic valve was explanted after an implant duration of two (2) years and one (1) month dor unknown reasons. The explanted device was replaced with one same size and model. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at site. Without receipt of the device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Attempts to obtain additional information and explanted device have been unsuccessful. Without return of device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from hcp indicates that this bioprosthetic aortic valve, implanted approximately two (2) years and one (1) month, was explanted due prosthetic valvular endocarditis with root abscess. The explanted device was replaced with a 3300tfx 21mm. The patient was admitted 3 weeks prior to surgery with septic shock and mental status changes where blood cultures tested positive for staph aureus sensitive to methicillin; he had a brain MRI that showed small lesions consistent with septic emboli; echo at that time was negative for endocarditis or peri-annular abscess. Repeat MRI two weeks later showed more emboli and repeat echo showed peri-annular abscess. Patient was noted to have tolerated the procedure well with no complications.